Event description:
Rehab therapist called the MFR to clarify directions for the e-z-on wheelchair mount. The MFR stated that the illustrated product use instructions are known to be incorrect and that they are in the process of correcting the product use instructions. The product use instructions demonstrate an unsafe use of this product. Rptr has not received corrected product use instructions from the MFR despite notifying the MFR of this error and the safety issues related to using this product as their instructions demonstrate.